Event description:
The customer received blood glucose readings of 60, 62, 70mg/dl on his contour meter, re-tested on another bayer meter and the reading was 123mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer has no strips left.replacement test strips were sent to the customer.